Event description:
Patient was undergoing a robotic assisted hysterectomy. The physician was suturing a 12mm port into place on paitent's skin when it was noted that the needle on a j603h coated vicryl (polyglactin 910) suture broke in half. Manufacturer response for suture, ethicon 0 vicryl suture (per site reporter). No response